Event description:
Information received with return of the explanted device notes that the patient slipped and fell down in a bathroom. The patient claimed that the fall was the fault of the pacemaker.~~~~~~~~~